Event description:
It was reported that during implant of the pulse generator, rf telemetry was lost. Post-operatively, the device was restricted to wand only telemetry. Upon interrogation, the device exhibited a diagnostics anomaly. After a device product code download, normal function resumed. The device remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.